Event description:
The following information was provided: this pi is for the impending 2025 revision. As per pss implant request: irreducible dislocation of right hip. History of cdh, crowe IV. History of spinal cord tumor and complex spine surgeries. Primary tha in (B)(6) 2024 with 2cm shortening osteotomy, with immediate and recurrent dislocations. Revised stem in (B)(6) 2024, dislocated again. Hip is irreducible on clinical exam. Significant lld. Patient can't bear weight. Spine revision in (B)(6) 2025 for correction of acquired scoliosis and pelvic obliquity.